Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half after the device was implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7070450.

Event description:
It was reported that the patient had inadequate pain relief and the ipg would no longer charge. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility.